Event description:
An alarm issue was reported with the freestyle librelink app. The customer reported that the low/high glucose alarm did not sound and experienced seizure. The customer was able to regain composure and self-treat with food. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An attempt was made to replicate the user complaint and was able to successfully receive high/low glucose alarms on a (B)(6) using a known good libre 2 sensor. No issues were identified with the librelink app. If product data is returned, an investigation of product data will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.